Event description:
As reported by the user facility: the incident took place in a busy chemotherapy unit and the person who had the needlestick is a very experienced cannulator. She said that when she was inserting the cannula she felt there was some sideways movement of the stylet which does not normally occur. The cannulation was successful, she withdrew the stylet and did not notice it had not activated. She put the stylet on the trolley next to her and then when she picked it up by the flash chamber end, she also picked up a square of gauze that was covering the stylet tip and that is when she pricked her finger.

Manufacturer narrative:
(B)(4). B. Braun (B)(4) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The returned sample was taken to a visual examination. No damages were detected at the used cannula or at the safety clip. The safety clip was fixed in the area approximately 20 mm before the cannula tip. The safety clip was taken to a functional test in which it was possible to slide the safety clip on the raw cannula and fix the clip on the tip of the cannula. The reported defect could not be duplicated. It was reported the end user laid the needle down on a trolley after inserting the patient. When the end user picked up the needle, she also picked up a square of gauze covering the tip of the needle. It is possible that the clip on the needle was manipulated and forced off the needle tip as it was being laid down on the trolley, and exposed the needle resulting in a needlestick. However, it is not known if the clip covered the tip of the needle when it was set down. No specific conclusions can be drawn. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container.